Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported pericardial effusion could not be determined. The reported cardiac arrest appears to have been a cascading event of the pericardial effusion, and the patient¿s death was a cascading event of the cardiac arrest. The reported patient effects of pericardial effusion, cardiac arrest, and death are listed in the mitraclip system instructions for use (IFU), and are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the pericardial effusion, cardiac arrest, and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. Post procedure, a small pericardial effusion was noted and the patient went into cardiac arrest. The patient was able to be resuscitated but not able to wake up. The patient died on (B)(6) 2020. No additional information was provided.